Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three opened or used reservoirs. Performed leak test and reservoirs passed per specifications. No leakage anomaly was observed during the analysis. Checked o-rings and stopper groove for defects and none were found. The reservoirs connected and locked into place properly.

Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment. No further information was provided.